Event description:
It was reported that the patient had an infection at the device site and the device was explanted. It was noted that the patient presented to the ER with pain at the abdominal incisional site where there was also redness and swelling. Intravenous antibiotics were started. It was indicated that there was inpatient or prolonged hospitalization. Laboratory tests were done and results noted as crp = 15.4 mg/l.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported there was no modification to the lead. The stimulator and extension were replaced. There was no device deficiency noted. The patient was hospitalized overnight for 10 nights. The event was noted as possibly related to the device or therapy and related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, lot# 0206840080, implanted: (B)(6) 2013. Product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, lot# 0206840080, implanted: (B)(6) 2013, product type: lead. Product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 37081, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension.

Event description:
Additional information found it was further reported the outcome was ongoing, waiting for infection to resolve at time of report.

Manufacturer narrative:
.

Event description:
Additional information reported the event was resolved without sequelae.